Event description:
It was reported during the procedure, the physician found the guidwire kinked and bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the guidwire kinked and bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit and a lidstock for analysis. The guide wire will be analyzed as part of this investigation. Signs of use in the form of biological material were observed on the guide wire body. Visual analysis revealed that the guide was kinked in two locations. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 408mm from the proximal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .843mm, which is within the specification limits of .838mm-.877mm per the guide wire product drawing. The guide wire was able to pass through the returned arrow raulerson syringe (ars)/introducer needle subassembly. Minor resistance was encountered due to the kinking on the guide wire; however, it was able to pass completely through the ars/needle subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two major kinks on the guide wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of nature.